Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a recanalization procedure via an ipsilateral approach using the crosser. During the procedure, the catheter did not pass through. It was further reported that the tip had snapped. The procedure was completed using another device. There was no reported patient injury.